Event description:
It was reported that post-paced t-wave oversensing, pacemaker mediated tachycardia, functional loss of capture, and fusion pacing were observed on the device. Abbott technical support was contacted and the device was reprogrammed to resolve the event. The patient was in stable condition.

Event description:
It was reported that post-paced t-wave oversensing reoccurred despite the previous reprogramming. Additional reprogramming is anticipated to resolve the event. The patient was in stable condition and will continue to be monitored.